Event description:
Caller tested 7.5 inr on the coaguchek xs system while a comparison lab returned as 4.0 inr. Patient's coumadin dose was held and a re-check was ordered in 1-2 days. No adverse event reported. Requested return of suspect system and replacement was sent.